Event description:
The pt was implanted with a left ventricular assist device. A few days after implant, the pt developed heparin induced thrombocytopenia (hit) followed by a mesenteric ischemia due to thrombus generated by hit. Approximately 2 months post-implant, the surgeon reported increased pump power to above 15 watts and the flow displayed as ¿+++¿. The pt showed signs of hemolysis. A decision was made to exchange the pump. According to the information received, the surgeon believes that clots may have formed within the pump due to the hit and this is the reason for the pump exchange.

Manufacturer narrative:
The pump was returned assembled with the percutaneous lead severed approximately 4¿ from the pump housing and the remainder of the percutaneous lead was not returned. The inflow conduit and a portion of the outflow graft were returned and examination of both showed no evidence of deposition or thrombus formation. Examination of the disassembled pump revealed a deposition seated adjacent to the inlet bearing cup. Although it cannot be conclusively determined, the structure and laminated layering indicates that it potentially developed around the inlet bearing cup. An acute deposition formation was also present surrounding the inlet bearing ball and a deposition was also present on the body of the rotor occluding all three of the rotor pathways. Lastly, a deposition was present in the outlet stator surrounding the bearing ball; however, it¿s lack of structure and laminated layering suggests it did not form in the outlet stator. The thrombus on the rotor inlet bearings, rotor and outlet stator would have obstructed the blood flow through the device and caused resistance on the spinning rotor, resulting in the observed power elevations and potentially contributing to the pt¿s hemolysis. Functional testing of the pump was performed and the device operated as intended. In conclusion based on the available information and analysis results the root cause of this incident is suspected to be due to heparin induced thrombocytopenia (hit). A review of the device history records showed on deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event.